Event description:
Related manufacturer reference number:2017865-2023-11934. Related manufacturer reference number:2017865-2023-11936. It was reported that the implantable cardioverter defibrillator exhibited premature battery depletion. Upon review, it wanted that the right ventricular lead exhibited a sudden increase in the threshold and drop in sensing ultimately causing the massive battery drain. It was noted that there was a micro dislodgement. It was also noted that the left ventricular lead had drastic changes of impedance and threshold and that there maybe lead damage and header damage. The right ventricular lead and the implantable cardioverter defibrillator were explanted and replaced and the left ventricular lead remains implanted. The patient was discharged.

Manufacturer narrative:
Correction: d6a.